Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of two (2) plexitron solution administration sets were difficult to open. This issue was described as, ¿very adherent secondary packaging, making it difficult to open¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed; however, the picture was very blurry and it was not possible to identify any defect. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.